Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that impedance readings were greater than 4000 ohms on all combinations on the -1 electrode. The patient originally felt stimulation in the rectum. The lead looked correct on placement under fluoroscopy, but when removed, the physician said it felt like there was a break near the mark on the lead. No trauma occurred to the patient to cause the break. The patient felt stimulation in the outer hip, knee and foot more recently. A new lead was placed, and the patient recovered without sequela. The lead was returned for analysis.